Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).

Event description:
During the index procedure 1 endeavor sprint 3.0mm diameter x 24mm length rapid exchange (rx) drug eluting stent was implanted in the distal lad. Another endeavor sprint 2.5mm diameter x 18mm length rx drug eluting stent was deployed in the left pda. It was reported that an mi occurred on the day of stent implantation. Mi was categorized as a non q wave mi, in the territory of the implanted stents. Event was identified by the clinical events committee and deemed to be consistent with an mi. Patient was asymptomatic / free of symptoms at the 30 day, 6 month, 12 month,18 month and 24 month follow up. Ref MFR # 9612164-2011-01533, 9612164-2011-01534.

Event description:
Cause of death assessed as due to the cerebrovascular accident.

Event description:
It was confirmed that the medtronic stents implanted during the index procedure were endeavor mx2 stents (not endeavor sprint rx stents as previously reported).

Event description:
The previously reported cva was treated with thromboytic therapy.

Event description:
It is reported that approximately 49 months post the index procedure the patient suffered a cva/ stroke. The patient went into pulmonary arrest and died two days post cva. The investigator assessed that the event was not related to the study stent. No intervention was carried out.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
The clinical events committee adjudicated that the patient suffered a second stroke approximately 49 months post procedure on the same date as patient death . Cause of death assessed as due to stroke and cardiopulmonary arrest.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Manufacturer narrative:
(B)(4).